Event description:
It was reported that the unspecified bd smartsite¿ needleless connector extension set plunger jammed and caused leakage during use. The following information was provided by the initial reporter: "it sounds like the internal plunger in the smartsite connector jammed, causing errors on the CT machine."

Manufacturer narrative:
H6: investigation summary due to no material, batch, or sample being received, investigation could not be performed and the production records could not be evaluated. It was reported by the customer that internal plunger prevented contrast from flowing and other sets were mentioned to be leaking could not be verified and the root cause remains unknown. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd smartsite¿ needleless connector extension set plunger jammed and caused leakage during use. The following information was provided by the initial reporter: "it sounds like the internal plunger in the smartsite connector jammed, causing errors on the CT machine."